Event description:
The skin around the pump looked different. The pump site was infected. The patient also experienced fever and edema/seroma/hematoma. He presented with swelling over the pump on (B) (6) 2010 and was sent to the emergency department. The pump and catheter were explanted. The patient recovered without sequelae. The pump contained lioresal.

Manufacturer narrative:
(B) (4).